Event description:
It was reported the pump was dysfunctional after 'almost seven years' of performing. It was noted the patient had an increase of spasticity. It was reported the 'the pump is explanted when it was time to change for a new one.' The device system was being used to deliver lioresal. It was later reported the pump had its elective replacement indicator when explanted. There were no messages noticed at the interrogation to indicate pump malfunction. It was noted the health care provider had complained the pump was not working properly. A dye test was performed and it was reported everything seemed okay with the catheter. The patient's status was provided at the time of the report.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomalies. The pump's eri was due in less than a month as of the date of this report. At the time of explant, the estimated eri was approximately two months. The pump passed dispense accuracy testing. Analysis of the catheter revealed a hole in the catheter body caused by the metal pin of the pump connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.